Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified during review of the event history log as downstream occlusion alarms. The device was found in specification in relation to the discovered downstream occlusion alarms which was not reproduced during evaluation. Troubleshooting the device found no discrepancies. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 'non viewable alarm sounding'. There was no patient involvement. No additional information is available.